Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Patient reports a history of difficulty with damaged (split/torn) contact lenses. Three weeks prior to her medical visit, the patient reported seeing a black spot on her eye which she assumed was makeup, when the patient finally removed the item from the eye, she found that it was a small piece of contact lens. After removal she experienced blurred vision and redness with irritation of the right (od) eye and sought medical attention on 22 october. The treating physician identified two peripheral infiltrates with staining, vascularization and injection. The patient was prescribed vigamox and lotemax. At follow-up on 29 october it was improving but infiltrates are still present. Patient is scheduled for additional follow-up. At the time or report, the incident is unresolved. The treating physician indicates that medical intervention and/or medication were required to prevent or preclude microbial keratitis and to prevent or preclude permanent impairment of eye function or structure.